Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using the lightning aspiration tubing (lightning), indigo system cat12 aspiration catheter (cat12), indigo system separator 12 (sep12), and guidewire (amplatz). During the procedure, the physician accessed the left lower lobe using the guidewire and then advanced the cat12 over the guidewire. Next, the physician made three passes using the sep12 and noticed there was no flow back through the cat12. The physician then decided to retract the sep12 all the back to the rotating hemostasis valve (rhv) and re-advanced the sep12 to the distal end of the cat12. Subsequently, while advancing and retracting the sep12, the physician pulled back the cat12 and the patient started coughing up blood. Therefore, the sep12 and cat12 were removed. The physician ended the procedure at this point. The patient was then intubated, and the physician performed a bronchoscopy the same day that revealed blood in the lungs. It was also reported that three days later, a follow up pulmonary angiogram was performed that revealed little clot in the left lobe and showed no negative outcome to the pulmonary artery. All clots were removed from the lungs and the patient was extubated. The relationship between the coughing of the blood to cat12 and sep12 is unknown.

Manufacturer narrative:
The product was not returned for evaluation. Potential adverse events in the labeling with the penumbra system include, but are not limited to, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, peripheral thromboembolic events, including death. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2022-00246.